Manufacturer narrative:
The complaint of suspected infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient was admitted to the hospital due to a fever and unspecified symptoms associated with a suspected infection at the ipg site. As a result, the patient's ipg was explanted on (B)(6) 2015.